Manufacturer narrative:
(B)(6). Should additional relevant information become available, a supplemental report will be submitted.

Event description:
It was reported that the twist clamp of a minicap transfer set was too tight to open or close. This was observed by the nurse before use. There was no patient involvement. No additional information is available.

Manufacturer narrative:
The actual device was received for evaluation. A visual inspection was performed with the naked eye and no issues were noted. Functional testing including leak testing, clear passage testing and clamp function testing were performed with no issues noted. A batch review was conducted and there were no deviations found related to this reported condition during the manufacture of this lot. The reported condition was not verified. Should additional relevant information become available, a supplemental report will be submitted.